Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after the device fell out of her pocket. The customer's blood glucose level mg/dl at the time of the incident. Troubleshooting did not occur since the customer got off of the line. The insulin pump will not be returned for analysis.